Event description:
Sales representative reported the incident in 2005. The initial report indicated that during a laparoscopic radical prostatectomy procedure, the applier jaw broke during use. Broken piece was retrieved, the applier used was an endoscopic 5mm manual hem-o-lok applier. No patient injury occurred.